Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. All additional information provided has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable causes include component failure or system set up issue. No batch/lot number has been provided, therefore a review of the device history records is not possible. A complaint history review found further instances of the reported event. The IFU has been reviewed and contains comprehensive instructions on the safe operation and use of the device. The associated risk files contain details relating to harm. However, no harm has been alleged. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, the renasys touch non connect 4th ed device (serial number: (B)(4)) went into alarm several times (canister full) even though the canister was not full, this happened during use. On 10 november it had already happened and the device replaced with this one that had the same problem. Therapy was suspended, there was a delay. It is unknown how the procedure was finished. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.